Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found that the ventricular output connector was broken and the battery drawer was damaged. (B)(4).

Event description:
It was reported that the external pulse generator (epg) connector was defective. The epg was returned to the manufacturer for servicing. There was no patient involvement.